Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing surgery for treatment of a saccular, unruptured a1 segment of the right anterior cerebral artery aneurysm with a max diameter of 4.5 mm and a 3.4 mm neck diameter. The landing zone was 3.9 mm distally and 3.6 mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was dual antiplatelet therapy was administered for 3 days before the procedure. The angiographic result post procedure was postoperative angiography showed that the aneurysm was basically no longer visible. It was reported that after the phenom 27 was positioned, a pipeline shield 375-18 device was advanced into position and deployment was initiated. During deployment, the distal tip end was noted under fluoroscopy to have opened poorly, showing a flared configuration. Deployment was continued, but the proximal one-third of the device consistently failed to open and appose to the vessel wall, presenting a fish-mouth appearance. The device was therefore retrieved. A similarly sized pipeline shield 375-20 device was then selected. After distal anchoring, angiography confirmed appropriate positioning and demonstrated contrast stasis within the aneurysm. After the anticipated proximal landing zone was deemed appropriate, the device was deployed. The distal end of the pipeline shield flow diverter stent was damaged and the device could not be deployed. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. Ancillary devices include a 6f neoromax, sheath, 6f zhongtian guide catheter, phenom27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.